Event description:
(B)(4) my essure was covered in full by my insurance company and the implantation went well. Within 3 months I started having concerns, painful cramps, periods that would last 2-3 weeks with extremely heavy bleeding, sensory issues with taste and smell. I would lose clumps of hair in the shower every night. I had an awful scare waking up one morning with loss of vision in one eye and extremely blurry vision in the other eye. After many doctors appointments, I had no answers from anyone. I have no energy, want to sleep all of the time. I cannot lose any weight no matter what I do and my immune system is so weak I am sick all of the time.